Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (50mg/ml at unknown dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the caller, a healthcare provider (hcp), stated that the patient came in for a refill yesterday and their pump had reached low reservoir. The hcp stated pump was updated but the alarm never got silenced. The patient heard it when they got home, so they came back today to get it silenced. The manufacturer's technical services specialist (tss) walked the hcp through how to silence an active alarm but could not rule out cause for the alarm not silencing with update.